Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of a sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "separation of the components is weird after centrifuging"

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of a sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "separation of the components is weird after centrifuging."